Event description:
Rupture of breast implant with silicone released into tissues, closed encapsulotomy. Arthritis symptoms, breast cancer, joint problems, frozen sholder and foot neuromas. Also see 1004003.